Manufacturer narrative:
This lead is expected for return. This report will be updated upon the completion of the investigation. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead dislodged, causing loss of capture. This was a result of the patient falling, and fracturing their left shoulder. The lead was explanted and replaced with a new one. No additional adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a partially extended position. Visual inspection found dried blood/body fluid in the helix housing, and tissue entwined in the helix. Additionally, visual inspection revealed no abnormalities, as the lead/tip appeared normal. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of loss of capture, or dislodgement.

Event description:
It was reported that this right ventricular (rv) lead dislodged, causing loss of capture. This was a result of the patient falling, and fracturing their left shoulder. The lead was explanted and replaced with a new one. No additional adverse patient effects were reported.